Event description:
Implant did not integrate.

Manufacturer narrative:
Evaluation summary-calibration error. A field service engineer (fse) went to the facility and evaluated the device. The fse found the access pressure out of calibration. The fse calibrated all pressures, pumps and both scales. MFR date: 2008

Event description:
Reportedly, the customer reported fluid accuracy issues. No patient ijury or medical intervention were reported..